Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The delayed keypad response was verified. The cause was determined to be a failed processor printed circuit board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During recertification of a returned spectrum pump, the device displayed a delayed keypad. There was no patient involvement. No additional information is available.